Event description:
It was reported that pump displayed malf 9 malfunction while customer was loading cartridge and piston was moving down. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again.